Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's brother reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 500 mg/dl. The customer treated with a manual injection. Several no delivery alarms were noted in the alarm history. The drive support cap was noted as protruded. The caller was advised that the insulin pump would need to be replaced and that the customer should discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. Unable to confirm the motor error alarm and unable to perform the displacement, rewind, basic occlusion, prime, excessive no delivery or occlusion tests due to the detached end cap. The pump was received with a broken battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, a missing end cap sticker and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.